Event description:
A falsely depressed enzymatic creatinine_2 (ecre_2) result flagged with an abnormal reaction was obtained on a patient sample on an atellica ch 930 analyzer. The depressed result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported a falsely depressed enzymatic creatinine_2 (ecre_2) result that was obtained on a patient sample on an atellica ch 930 analyzer. The quality control (qc) was within specifications. No further discordant results were obtained on patient samples. The cause of the falsely depressed ecre_2 result is unknown. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00212 on 04-aug-2022. Correction (05-aug-2022): section b5 of the initial MDR indicated that the falsely depressed result was flagged with an abnormal reaction. It was further clarified that the result was not flagged with abnormal reaction. Additional information (17-aug-2022): siemens further investigated the issue and determined the probable cause of the depressed enzymatic creatinine_2 (ecre_2) result was due to foaming and contributing factors such as sample integrity and preanalytical variables. Quality control was in range and no issues were noted with other patient samples indicating that the analyzer and reagents were performing acceptably. The investigation findings and investigation conclusion codes in section h6 were updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.